Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the blade seized and would not rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. The device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.